Event description:
International distributor contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal due to a sensor failure, a pt noticed that sensor wire was still protruding out of his skin. Pt proceeded to pull sensor out of his skin. Pt reports not needing any medical intervention.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.